Event description:
It was reported that after the pump was implanted, the patient developed an e. Coli infection in the pump pocket. The pump was explanted but the catheter was left implanted and clamped. The infection is being treated by open drainage and antibiotics.